Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose readings had been erratic. The blood glucose was over 250 mg/dl the night before after changing the set. The customer treated twice with the bolus wizard the next morning and the blood glucose was 120 mg/dl at breakfast. Then, the blood glucose dropped to 50 mg/dl. The customer treated with food and suspended the insulin pump. The customer declined troubleshooting and stated that she would talk to her nutritionist.